Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer's parent reported via phone call indicating that the customer experienced high blood glucose of 458 mg/dl. The caller stated that the customer pushed a button on the device which caused an alarm. The caller then mentioned that the alarm disappeared and did not know what caused the issue. The caller mentioned that they had low reservoirs and the device was not delivering insulin properly. The caller was assisted with a high pressure test and the device alarmed no delivery. The customer stated that they will change the entire reservoir and infusion sets. The customer's insulin pump passed the high pressure test the second time around. The customer did not return the product back for analysis.